Event description:
One device reported as having alleged false negative result. The complainant took additional two lucira tests with positive results for confirmation.

Manufacturer narrative:
Product has not been returned and no harms reported. Therefore, a DHR review was completed for kit lot number k08a111104224m1 with 0 discrepancies found all lots passed in total per the sampling plan. A review of existing capas, scars and ncmrs were completed and there are no prior records related to false negative failure mode for this lot. There are 0 additional complaints from this customer, nor any other customer associated with a false negative failure mode prior to the reported receipt date of (B)(6), 2023. The complaint rate for false negatives is under the expected threshold of (B)(4)label claim (B)(4) internal warning limit. Lucira health will continue to monitor trends related to false negative results in accordance with post-market surveillance process. Kit lot k08a111104224m1 DHR review reference: sample vial lot DHR review: 2203438, 2202318, 2203506, 2203231, 2203332 associated internal lot #220305-1j, 220124-1n, 220305-4d, 220124-7l, 220124-7r. Test lot dhrs review: 2203141, 2203143, 2203141, 2203269, 2203280, 2203282, 2203282, 2203381, 2203448, 2203478, 2203503, 2203503, 2203478, 2203502, 2203502, 2203502, 2203526, 2203577, 2203527, 2203527 associated internal lot 220305-6n, 220305-6s, 220305-6m, 220305-12n, 220305-12u, 220305-12y, 220305-12z, 220305-18f, 220305-21j, 220305-24e, 220305-24l, 220305-24n, 220305-24g, 220305-24i, 220305-24k, 220305-24j, 220305-24x, 220305-27p, 220305-3h, 220305-3i. Additional information: a false negative occurs when a test fails to detect sars cov 2 when it is present in a sample. Sometimes this happens when there is very little virus present in a sample. The chance of getting a false negative result with the lucira covid 19 check it test kit is low. Based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under eua (B)(4). Check it.